Manufacturer narrative:
The licox probe ref cc1p1, sn (B)(6), lot 206067, was received without its protecting sheath nor with its smart card. No anomaly was noted on the returned probe, electrolyte solution was present in the probe. The probe was tested using another smart card: plausibility test in air showed the probe was functional, providing oxygen pressure values of around 157mmhg. Since the smart card paired with the probe sn (B)(6) was not returned, this test cannot confirm the probe is within specifications, however, the complaint is not verified, measured values were not aberrant. The device history records review of ref ip2p, lot 206087, sn (B)(6) did not reveal any anomaly that could explain the reported event. The complaint is not verified. The exact cause of the reported aberrant values found during use could not be determined by the investigation. Device identifier ip2p (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 9612007-2019-00022.

Event description:
This is 1 of 2 reports. A customer reported that a cc1p1 pmo combined probe containing both oxygen and temperature (serial number (B)(4)) was inserted in the beginning of the morning on (B)(6) 2019 and incorrect values were read. The probe was changed at the end of the morning. It was also reported that when the probe was in contact with air, the value was under 90 however it must be a minimum 150 upon doctors. There was no clinical consequences reported. It was noted that the same issue occurred the day before with another probe.